Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for investigation. Data logs were reviewed and no position issues were observed. No motor current spikes were observed. Low pump flow confirmed at p-9 with suction alarm. The cause of the low pump flow issue most likely was cannula kink due to improper technique.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella had low flows after insertion due to a kink in the cannula. The physician made choice to explant and replace the pump. There was no patient harm.